Manufacturer narrative:
Follow-up #1 12/28/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 12/09/2015 with the following findings: the pump data from the time of the event was overwritten due to continued patient use of the device. The current black box showed one power event associated with a battery change. The pump battery compartment was observed to be cracked below the grip pad and the battery cap coin slot was observed to be damaged. During testing, the battery cap fully tightened to the pump and the pump powered on and exercised for 24 hours without power issues. The battery cap was examined and confirmed the contacts were within specifications. The pump was opened and no moisture or loose components were found.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged that the pump was displaying an intermittent-power issue, which is identified by the presence of undesired ¿power reboot events¿. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.